Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in an inappropriate shock due to air entrapment. Device data was sent to rhythmcare for review. The device was tested in clinic and noise was reproduced with pocket manipulation. Rhythmcare discussed further troubleshooting and programming options with a recommendation to perform the x-ray. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in an inappropriate shock due to air entrapment. Device data was sent to rhythmcare for review. The device was tested in clinic and noise was reproduced with pocket manipulation. Rhythmcare discussed further troubleshooting and programming options with a recommendation to perform the x-ray. This device was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did identify that there was a hole in the seal plug, which contributed to the reported observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in an inappropriate shock due to air entrapment. Device data was sent to rhythmcare for review. The device was tested in clinic and noise was reproduced with pocket manipulation. Rhythmcare discussed further troubleshooting and programming options with a recommendation to perform the x-ray. This device was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. .